Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch with (B)(4) for suspect device in coaguchek s system. Patient 2: chronic anticoagulation. No other information provided.

Event description:
Caller states during a correlation study the following coag xs/coag s results were obtained: patient #1: 2.4 inr/1.9 inr. Medications adjusted based on device results. No adverse event reported. Requested return of the suspect system and a replacement sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch with (B)(4) for suspect device in coaguchek s system. No other information provided.

Event description:
Caller states during a correlation study the following coag xs/coag s results were obtained: patient #2: 2.7 inr/2.0 inr. Medications adjusted based on device results. No adverse event reported. Requested return of the suspect system and a replacement sent.